Event description:
The report received from the affiliate indicated that the 7 fr. 110 cm. Maxi ld 25 x 4 balloon catheter (bc) was delivered to the target lesion and ruptured at four atmospheres (atm.) During the second inflation. The bc was removed from the patient and exchanged for another balloon catheter. The procedure was finished successfully. There was no reported patient injury. The target lesion was the aorta. The lesion was reported to be: de novo, not calcified, and moderately tortuous. The percent stenosis was not provided. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. An abbott inflation device was used for the procedure and was used subsequently with other devices. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that a maxi ld balloon catheter was delivered to the target lesion and ruptured at four atmospheres during the second inflation. The target lesion was the aorta and was reportedly de novo without calcification and was moderately tortuous. The percentage of stenosis was unknown. There was no reported patient injury. Approach was made from the femoral artery. The maxi-ld was delivered to the target lesion, and dilatation was performed. However, the balloon ruptured the balloon ruptured at four atmospheres during the second inflation. Therefore, the balloon was removed from the patient and exchange to another balloon catheter. The procedure was finished successfully. There was no removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. The device appeared and prepped normally maintaining negative pressure. The contrast media and contrast to saline ration is unknown. An abbott indeflator was used and used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend and did not kink during use. The catheter was easily removed intact from the patient. One non sterile catheter maxi ld 7f 25x4 110cm was received coiled inside a plastic bag. An axial burst was noted in the balloon. No other damages were noted. A leak test was not performed due to the balloon condition. Sem results showed that the balloon external surface exhibited evidence of scratches that could be attributable to the balloon burst. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It was not possible to determine how the rupture was caused. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp was confirmed through analysis of the returned device; however the exact cause could not be determined. The analysis notes scratches on the external surface of the balloon which may suggest that handling factors or vessel characteristics leading up to the lesion may have contributed to the reported burst. The event description notes that the balloon prepped normally, maintained negative pressure and burst upon second inflation. Neither the analysis nor the DHR suggests that the balloon burst could be related t the manufacturing process of the device; therefore no corrective action will be taken.